Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was not in use when the issue occurred; the issue was identified when turning on the device. No harm to the patient or user or patient involvement was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting and assessment of the system log files determined that the issue was with the image processing pc (ippc). Ippc errors were found in the logs and inspection of ippc internal cables found that they were aged. The fse replaced the ippc to resolve the issue. The ippc was returned for failure analysis. Analysis found multiple component failures: a motherboard failure, a failure to boot up, wrong components, missing battery and chassis cover, and damaged cables. After the ippc was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.